Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to impedance measurements greater 2000 ohms and loss of capture. There was no report of adverse patient effects due to the explant procedure. The lead was returned for analysis.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Visual inspection found that the anode coil of this lead was fractured (885 mm from the terminal pin) at the point where the anode connects with the proximal electrode. Detailed analysis of this lead identified conductor coil deformation in the vicinity of the fracture site. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.